Event description:
It was reported that the patient had an episode in the ventricular tachycardia (vt) zone which started with a premature ventricular contraction and lasted five minutes and it was suspected the device inappropriately withheld therapy due to the devices detection feature. Also, the patient had a previous vt which the device also withheld therapy for. It was noted that the patient also had a ventricular fibrillation episode that had been detected and treated appropriately. Programming changes were made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).